Manufacturer narrative:
Clarification to h6: previous medwatch submission noted for cellulitis. Upon further information from the physician, abbvie has determined that the event of cellulitis was not related to artia. This record is no longer reportable to FDA and will be un-reported. Additional and/or corrected data: b1, b2, b5, e1, h1, h2, h6.

Event description:
Follow-up information received. The surgeon provided device and patient information. This was an immediate left breast reconstruction with a mentor tissue expander and artia adm. Two 15 french blake drains were used for more than 3 weeks. Onset of symptoms occurred "2-3 weeks after surgery." Oral antibiotics were given to treat the 'cellulitis' located on the "mastectomy flap of left breast." Patient is currently healthy and did not require explant of the adm. The surgeon further affirms that there is no relationship between the artia and the 'cellulitis' and that no other adverse events were documented.

Manufacturer narrative:
This event of cellulitis is being reported as serious injury due to the reported medical intervention of antibiotics provided for treatment. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No artia device was returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the artia could not be determined. If any additional information is received, a supplemental report will be submitted.

Event description:
A physician reported via a data vendor that "about 5 years (prior to covid), used artia in a high risk patient and had some cellulitis reaction in the skin. Was unsure if inflammation or infection was confirmed, but treated it with antibiotics. It resolved within a week. Unsure if due to artia." No further information was provided.